Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and self-test. Unexpected pump error 25 alarm during monitoring, unexpected replace battery now alert during monitoring, and pump error 25 was triggered when the lithium backup battery (loaded vlith) was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. Connector on printed circuit board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for 2 days with the unit functioning properly during testing as shown in the power management graph. Unit was received with pump error 68, insulin pump error 49 and pump error 23 during battery change and high sleep current measurement due to connector resistance issue. Unit was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damage keypad overlay texture. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed pump error 25. Customer's blood glucose level was not reported. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.